Event description:
Additional information received on 23aug2023: angio confirmed that no piece of the omniwire was retained in the patient.

Manufacturer narrative:
Block b5: added new information. Block d1: updated brand name from omniwire 89185 to omniwire pressure guide wire to match the product label. Blocks d9 & h3: omniwire was returned for evaluation. Block h3: the omniwire was returned without the distal portion (includes sensor housing, sensor, distal coil and dome). The returned proximal portion measured approx. 188 cm, which concludes that approx. 3 cm of the distal portion was not returned. Block h6: the probable cause of the wire separation is damage during use. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b6: relevant tests/laboratory data were inadvertently missed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in the distal rca. After measurement, the distal tip broke off inside the patient. The separated portion was removed with a snare. The procedure was completed with a new omniwire. No patient injury reported. This adverse event and product problem is being submitted because the omniwire tip separated inside the patient, requiring additional intervention for removal.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.